Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.

Event description:
Healthcare professional reported right side exchange from textured, rupture and capsular contracture, baker grade unknown. Device remains implanted.

Manufacturer narrative:
Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Capsular contracture, baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported right side exchange from textured, rupture and capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: not observe. Anxiety-product-procedure: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Additional observations: crease fold observed. Deformation observed. Black particles inside of the device. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: h.2., h.3., h.6.

Event description:
Healthcare professional reported right side exchange from textured, rupture via MRI and capsular contracture, baker grade IV. Device remains implanted.